Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 9 mmol/l. Prior to the alarm, the battery was low, and, upon inserting another battery, the insulin pump alarmed. During troubleshooting, the customer stated that they also received the external ram crc error alarm. The customer was advised to program a bolus into the air, but the bolus amount was not subsequently recorded in the bolus history. The insulin pump passed the self test. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no flickering or display anomaly noted. No a21 or a17 alarm noted and passed the a21 error test and self test. The insulin pump has cracked reservoir tube lip, minor scratched display window and cracked belt clip slot.